Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, a "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board assembly and system board were replaced to address the issues.

Manufacturer narrative:
Device evaluated by a third party.